Manufacturer narrative:
Information received indicates patient is 53 year old male.

Event description:
It has been reported to philips that the device failed to pace the patient. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.